Manufacturer narrative:
Customer service conducted troubleshooting with the customer, which included inspecting components/accessories for damage, cleaning component/accessories and verifying breast shield sizing. A replacement breast pump was sent to the customer after troubleshooting did not identify or resolve the issue. On (B)(6) 2017, a medela clinician followed up with the customer at which time confirmed the thrush diagnosis for which she was prescribed diflucan 100 mg once a day for 30 days. She stated that the replacement pump is working well and is feeling better as the thrush and bleb pain are resolving. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in ir13-(B)(4). The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event.

Event description:
On (B)(6) 2017, the customer reported to customer service that the suction on her pump in style advanced was low and makes noises at higher levels. She also stated that she had thrush.